Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One large tr band assembly along with the inflator was returned for product evaluation. Visual inspection revealed a tear between the small and large balloon. A part of the welded section was present, which means that the balloons were welded at one point. No anomalies were noted with tr band inflator. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. An attempt was made to inflate the balloons using the returned tr band inflator, however, the balloons did not inflate with air. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the balloon did not inflate due to the tear between the large and small balloon. Force being exerted to separate the balloons from the band might have resulted in the tear between the large and small balloon. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band balloon was stuck to the band and when they went to pull it away prior to placement, the balloon tore. The procedure being performed was a left heart catheterization. The patient was reported to be in stable condition. The procedure was completed successfully with another tr band.